Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was capped due to high pacing thresholds. Additional information indicated that the probable cause of high threshold was due to patient's deteriorating heart muscle. No additional adverse patient effects were reported.